Event description:
Info received indicates the brake is not holding at the head end of the bed.

Manufacturer narrative:
The tech found the right head caster support and bushing was broken. He replaced the caster support and the bushing to repair the bed.